Event description:
This unsolicited case from united states was received on 06-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency developed pseudosepsis, experienced a "click" in her left knee, felt feverish, had shakes, left leg/ shin tingled, liver enzymes were elevated and fluid was not aspirated before the injections (off label use). The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiry date: not reported) in both knees for osteoarthritis. Fluid was not aspirated before the injections (off label use). On an unknown date in (B)(6) 2016, after an unknown latency, the patient experienced a "click" in her left knee following the injection and on (B)(6) 2017, she experienced swelling/fluid and severe pain in her left knee. On an unknown date in (B)(6) 2016, after an unknown latency, the patient also felt feverish with "shakes" and her left leg/shin tingled. Her symptoms got worse and she went to the emergency department (e.d.) On (B)(6) 2016. She did not have a fever but she received antibiotics anyway. The next day fluid was aspirated from her knee by her doctor. She did not have an infection and antibiotics were stopped. The patient received steroids into her left knee to treat the pain/inflammation. On an unknown date, after an unknown latency, her liver enzymes were elevated. She had a MRI 3 days ago and gout, rheumatoid arthritis were ruled out. Since she had no infection her doctor diagnosed pseudosepsis (latency: unknown). It was reported that patient's her knee was still swollen and painful and her doctor wanted to do surgery to clean out her knee. Corrective treatment: steroids for pseudosepsis; antibiotics for felt feverish; not reported for other events outcome: not recovered/ not resolved for pseudosepsis; recovered/ resolved for felt feverish; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for pseudosepsis.

Event description:
This unsolicited case from united states was received on 06-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency developed pseudosepsis, experienced a "click" in her left knee, felt feverish, had shakes, left leg/ shin tingled, adverse immunological adverse event and reaction to inactive ingredient in synvisc, liver enzymes were elevated and fluid was not aspirated before the injections (off label use). Also the patient had inability to bear weight and complete immobility after 5 days. The patient's medical history included hashimoto's thyroiditis (diagnosed 5 years ago), hysterectomy in (B)(6) 2016 and unexplained elevated liver enzymes. No past drugs and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route: not reported, batch/lot number: 6rsl025 and expiry date: may-2019) in right knee (post meniscus surgery) and left knee for (mild osteoarthritis). The doctor did use a numbing agent and did not use an ultrasound. The doctor used a spray numbing agent that made everything really cold and then it burned. Fluid was not aspirated before the injections (off label use). On an unknown date in (B)(6) 2016, after an unknown latency, the patient experienced a "click" in her left knee following the injection and on (B)(6) 2016, she experienced swelling/fluid and severe pain in her left knee. On (B)(6) 2016, 5 days after receiving synvisc one injection, patient experienced complete immobility and had inability to bear weight. On the same day, patient had 2 knee aspirations, received 2 steroid shots, tramadol hydrochloride (tramadol) and naproxen pills. On an unknown date, after an unknown latency, her liver enzymes were elevated. She had a MRI 3 days ago and gout, rheumatoid arthritis were ruled out. Since she had no infection and her doctor diagnosed pseudosepsis (latency: unknown). It was reported that patient's knee was still swollen and painful and her doctor wanted to do surgery to clean out her knee. On an unknown date, after unknown latency, the patient had a minor reaction in her left knee and the doctor diagnosed the patient with having adverse immunological adverse event and reaction to inactive ingredient in synvisc. On an unknown date in (B)(6) 2016, after an unknown latency, the patient also felt feverish with "shakes" and her left leg/shin tingled. Her symptoms got worse and she went to the emergency department (ed) on (B)(6) 2016 and consulted an orthopedist. She did not have a fever but she received antibiotics anyway. The next day fluid was aspirated from her knee by her doctor. She did not have an infection and antibiotics were stopped. The patient received steroids into her left knee to treat the pain/inflammation. It was reported that they had ruled out a blood clot and everything else and thought that it was a preservative that the patient was allergic to. It was further reported that the doctor thought that it was not permanent and that the symptoms were not permanent. The symptoms had lessened. On the same day, at 22:02, patient's alkaline phosphatase was 200 units/l (h) (normal range: 22-150), aspartate transferase (ast): 55 units/l (h) (normal range: 10-42), alanine aminotransferase (alt): 128 units/l (h) (normal range: 10-75), bun creatinine: 21 (h) (normal range: 10-20), wbc: 11 k/mm3 (h) (normal range: 4.1-10.5), rbc: 5.10 million/mm3 (h) (normal range: 3.80-4.92), lymphocytes: 15 % (l) (normal range: 17-51) and monocyte absolute count: 1 k/mm3 (h) (normal range: 0.04-0.95). Also reported that the patient would not be getting synvisc again. Corrective treatment: steroids for pseudosepsis; antibiotics for felt feverish; steroid shots and pills for inability to bear weight and complete immobility and not reported for experienced a "click" in her left knee, shakes, left leg/ shin tingled, liver enzymes were elevated and adverse immunological adverse event and reaction to inactive ingredient in synvisc outcome: recovering for inability to bear weight and complete immobility and not recovered for adverse immunological adverse event and reaction to inactive ingredient in synvisc and pseudosepsis; recovered/resolved for felt feverish; unknown for experienced a "click" in her left knee, shakes, left leg/ shin tingled and liver enzymes were elevated a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pseudosepsis, inability to bear weight and complete immobility additional information was received on 11-jan-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 19-jan-2017 from the patient. The event of adverse immunological adverse event and reaction to inactive ingredient in synvisc was added with details. The operator of the injection was added and details regarding how the injection was injected were added. Clinical course updated and text amended accordingly. Additional information was received on 30-jan-2017 from patient. Patient's height was added. Medical history was added. Additional events of inability to bear weight and complete immobility were added along with details. Corrective treatment for swelling in left knee and pain in left knee was added. Dose, lot number and expiry date of synvisc one was added. Laboratory tests were added. Outcome of symptoms swelling in left knee and pain in left knee was updated from not recovered to recovering. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 03-feb-2017: this case is regarding a patient who developed a pseudosepsis after receiving synvisc one injection. As a result of the severe swelling and pain associated with the reaction the patient was reported to have complete immobility and inability to bear weight. The events have been assessed as related to the product as they were considered complications associated with the event of pseudosepsis. Local reactions involving swelling, pain, effusion etc at the administration site have been widely reported and swell documented with the use of product. Hence, this case report does not alter the benefit risk profile of the product.

Event description:
This unsolicited case from united states was received on 06-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency developed pseudosepsis, experienced a "click" in her left knee, felt feverish, had shakes, left leg/ shin tingled, liver enzymes were elevated and fluid was not aspirated before the injections (off label use). The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiry date: not reported) in both knees for osteoarthritis. Fluid was not aspirated before the injections (off label use). On an unknown date in (B)(6) 2016, after an unknown latency, the patient experienced a "click" in her left knee following the injection and on (B)(6) 2017, she experienced swelling/fluid and severe pain in her left knee. On an unknown date in (B)(6) 2016, after an unknown latency, the patient also felt feverish with "shakes" and her left leg/shin tingled. Her symptoms got worse and she went to the emergency department (ed) on (B)(6) 2016. She did not have a fever but she received antibiotics anyway. The next day fluid was aspirated from her knee by her doctor. She did not have an infection and antibiotics were stopped. The patient received steroids into her left knee to treat the pain/inflammation. On an unknown date, after an unknown latency, her liver enzymes were elevated. She had a MRI 3 days ago and gout, rheumatoid arthritis were ruled out. Since she had no infection her doctor diagnosed pseudosepsis (latency: unknown). It was reported that patient's her knee was still swollen and painful and her doctor wanted to do surgery to clean out her knee. Corrective treatment: steroids for pseudosepsis; antibiotics for felt feverish; not reported for other events. Outcome: not recovered/ not resolved for pseudosepsis; recovered/ resolved for felt feverish; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pseudosepsis additional information was received on 11-jan-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 06-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency developed pseudosepsis, experienced a "click" in her left knee, felt feverish, had shakes, left leg/ shin tingled, adverse immunological adverse event and reaction to inactive ingredient in synvisc, liver enzymes were elevated and fluid was not aspirated before the injections (off label use). The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiry date: not reported) in both knees for osteoarthritis. The doctor did use a numbing agent and did not use an ultrasound. The doctor used a spray numbing agent that made everything really cold and then it burned. Fluid was not aspirated before the injections (off label use). On an unknown date in (B)(6) 2016, after an unknown latency, the patient experienced a "click" in her left knee following the injection and on (B)(6) 2016, she experienced swelling/fluid and severe pain in her left knee. On an unknown date in (B)(6) 2016, after an unknown latency, the patient also felt feverish with "shakes" and her left leg/shin tingled. Her symptoms got worse and she went to the emergency department (ed) on (B)(6) 2016. She did not have a fever but she received antibiotics anyway. The next day fluid was aspirated from her knee by her doctor. She did not have an infection and antibiotics were stopped. The patient received steroids into her left knee to treat the pain/inflammation. On an unknown date, after an unknown latency, her liver enzymes were elevated. She had a MRI 3 days ago and gout, rheumatoid arthritis were ruled out. Since she had no infection her doctor diagnosed pseudosepsis (latency: unknown). It was reported that patient's her knee was still swollen and painful and her doctor wanted to do surgery to clean out her knee. On an unknown date, after unknown latency, the patient had a minor reaction in her left knee and the doctor diagnosed the patient with having adverse immunological adverse event and reaction to inactive ingredient in synvisc. It was reported that they had ruled out a blood clot and everything else and thought that it was a preservative that the patient was allergic to. It was further reported that the doctor thought that it was not permanent and that the symptoms were not permanent. The symptoms had lessened. Corrective treatment: steroids for pseudosepsis; antibiotics for felt feverish; not reported for experienced a "click" in her left knee, shakes, left leg/ shin tingled, liver enzymes were elevated and adverse immunological adverse event and reaction to inactive ingredient in synvisc outcome: not recovered/ not resolved for pseudosepsis and adverse immunological adverse event and reaction to inactive ingredient in synvisc; recovered/ resolved for felt feverish; unknown for experienced a "click" in her left knee, shakes, left leg/ shin tingled and liver enzymes were elevated. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pseudosepsis additional information was received on 11-jan-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 19-jan-2017 from the patient. The event of adverse immunological adverse event and reaction to inactive ingredient in synvisc was added with details. The operator of the injection was added and details regarding how the injection was injected were added. Clinical course updated and text amended accordingly.

Event description:
This unsolicited case from united states was received on 06-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency developed pseudosepsis, experienced a "click" in her left knee, felt feverish, had shakes, left leg/ shin tingled, adverse immunological adverse event and reaction to inactive ingredient in synvisc, liver enzymes were elevated and fluid was not aspirated before the injections (off label use). Also the patient had inability to bear weight and complete immobility after 5 days. The patient's medical history included hashimoto's thyroiditis (diagnosed 5 years ago), hysterectomy in (B)(6) 2016 and unexplained elevated liver enzymes. No past drugs and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route: not reported, batch/lot number: 6rsl025 and expiry date: may-2019) in right knee (post meniscus surgery) and left knee for (mild osteoarthritis). The doctor did use a numbing agent and did not use an ultrasound. The doctor used a spray numbing agent that made everything really cold and then it burned. Fluid was not aspirated before the injections (off label use). On an unknown date in (B)(6) 2016, after an unknown latency, the patient experienced a "click" in her left knee following the injection and on (B)(6) 2016, she experienced swelling/fluid and severe pain in her left knee. On (B)(6) 2016, 5 days after receiving synvisc one injection, patient experienced complete immobility and had inability to bear weight. On the same day, patient had 2 knee aspirations, received 2 steroid shots, tramadol hydrochloride (tramadol) and naproxen pills. On an unknown date, after an unknown latency, her liver enzymes were elevated. She had a MRI 3 days ago and gout, rheumatoid arthritis were ruled out. Since she had no infection and her doctor diagnosed pseudosepsis (latency: unknown). It was reported that patient's knee was still swollen and painful and her doctor wanted to do surgery to clean out her knee. On an unknown date, after unknown latency, the patient had a minor reaction in her left knee and the doctor diagnosed the patient with having adverse immunological adverse event and reaction to inactive ingredient in synvisc. On an unknown date in (B)(6) 2016, after an unknown latency, the patient also felt feverish with "shakes" and her left leg/shin tingled. Her symptoms got worse and she went to the emergency department (ed) on (B)(6) 2016 and consulted an orthopedist. She did not have a fever but she received antibiotics anyway. The next day fluid was aspirated from her knee by her doctor. She did not have an infection and antibiotics were stopped. The patient received steroids into her left knee to treat the pain/inflammation. It was reported that they had ruled out a blood clot and everything else and thought that it was a preservative that the patient was allergic to. It was further reported that the doctor thought that it was not permanent and that the symptoms were not permanent. The symptoms had lessened. On the same day, at 22:02, patient's alkaline phosphatase was 200 units/l (h) (normal range: 22-150), aspartate transferase (ast): 55 units/l (h) (normal range: 10-42), alanine aminotransferase (alt): 128 units/l (h) (normal range: 10-75), bun creatinine: 21 (h) (normal range: 10-20), wbc: 11 k/mm3 (h) (normal range: 4.1-10.5), rbc: 5.10 million/mm3 (h) (normal range: 3.80-4.92), lymphocytes: 15 % (l) (normal range: 17-51) and monocyte absolute count: 1 k/mm3 (h) (normal range: 0.04-0.95). Also reported that the patient would not be getting synvisc again. Corrective treatment: steroids for pseudosepsis; antibiotics for felt feverish; steroid shots and pills for inability to bear weight and complete immobility and not reported for experienced a "click" in her left knee, shakes, left leg/ shin tingled, liver enzymes were elevated and adverse immunological adverse event and reaction to inactive ingredient in synvisc. Outcome: recovering for inability to bear weight and complete immobility and not recovered for adverse immunological adverse event and reaction to inactive ingredient in synvisc and pseudosepsis; recovered/ resolved for felt feverish; unknown for experienced a "click" in her left knee, shakes, left leg/ shin tingled and liver enzymes were elevated a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl025 expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl025 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 07-feb-2017, there were 4 complaints on file for lot # 6rsl025: (1) adverse event report, (1) detached luerlok hub, (1) labeling issue (2d bar code on treatment box scans as kynamro instead of synvisc one) & (1) missing luer-lok hub. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for pseudosepsis, inability to bear weight and complete immobility additional information was received on 11-jan-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 19-jan-2017 from the patient. The event of adverse immunological adverse event and reaction to inactive ingredient in synvisc was added with details. The operator of the injection was added and details regarding how the injection was injected were added. Clinical course updated and text amended accordingly. Additional information was received on 30-jan-2017 from patient. Patient's height was added. Medical history was added. Additional events of inability to bear weight and complete immobility were added along with details. Corrective treatment for swelling in left knee and pain in left knee was added. Dose, lot number and expiry date of synvisc one was added. Laboratory tests were added. Outcome of symptoms swelling in left knee and pain in left knee was updated from not recovered to recovering. Clinical course was updated and text was amended accordingly. Additional information was received on 7-feb-2017. The global ptc number with ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 07-feb-2017: the follow up information does not change the overall case assessment. Sanofi company comment dated 03-feb-2017: this case is regarding a patient who developed a pseudosepsis after receiving synvisc one injection. As a result of the severe swelling and pain associated with the reaction the patient was reported to have complete immobility and inability to bear weight. The events have been assessed as related to the product as they were considered complications associated with the event of pseudosepsis. Local reactions involving swelling, pain, effusion etc at the administration site have been widely reported and swell documented with the use of product. Hence, this case report does not alter the benefit risk profile of the product.